Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and three months later, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed a total of six prongs have perforated the inferior vena cava and maximum distance of prong perforated was 2mm. In coronal images show 4-degree tilt right to left and sagittal images show 6-degree tilt anterior-posterior. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately one year and three months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.